Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. Data was received for evaluation, but confirmation of the issue was undetermined. The probable cause could not be determined via data. It was reported that the patient used an alternate blood glucose test site. Labeling indicates: when taking a fingerstick, it¿s important to do it correctly. Make sure you thoroughly wash and dry your hands right before. And remember: always use your finger, never another site. No additional event or patient information is available. The reported glucose values fall within the d zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the a zone of the parkes error grid.